Event description:
It was reported that the user experienced hypoglycemia after a meal announcement while using the ilet system with a g7 sensor, with sensor glucose decreasing to the 50s despite ingestion of carbohydrates and later discrepancy between sensor (54) and fingerstick (84); the user was advised to calibrate the sensor and education and troubleshooting were completed. Symptoms included hypoglycemia. Outcomes included resolution to in-range fingerstick glucose without hospitalization. Investigation included user interview and troubleshooting with guidance to calibrate the sensor and follow-up with clinical support. Investigation of this case revealed no confirmed device malfunction, with contributing factors possibly including sensor-measurement discrepancy and postprandial insulin-glucose mismatch. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.